Event description:
As stated by the customer (B)(6) 2012: the gas strut on the parker bath failed while the caregiver was cleaning the tub. While cleaning the tub the caregiver had the door open on the parker bath. The door fell, hitting her in the side of the head. She said she had a head ache and sore neck so she was sent home. She went to her family doctor and got x-rays taken. The x-rays revealed no injuries. She went back to work the next day. Our arjohuntleigh service technician has received the replacement gas strut and can install right away. The facility is very eager to get the tub back in service.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.